Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. It was reported the patient experienced increased spasticity. There were no environmental/external/patient factors that might have led or contributed to the issue. The spinal incision was opened, and the catheter was severed distal to the anchor. The existing catheter was partially explanted on (B)(6) 2017, and a new catheter was placed. The issue was resolved at the time of the report. The onset of the event was reported to be (B)(6) 2017. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.